Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced kinked cannula. The blood glucose level of the patient at the issue was 21.1 mmol/l. Moreover, the issue occurred with one infusion set used for one day and the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.